Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient's scs system was explanted due to pain at the ipg site regardless of stimulation being on or off (reported under MFR. Report#: 1627487-2015-12629). Review of the manufacturer's database revealed the patient also experienced pocket heating that didn't occur while recharging prior to explant.